Event description:
Technical services received a call on 09/14/2011 from sales rep. Found high rv impedance >2k had occurred, with abrupt change from 500 to 100 to >2k. High impedance. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).